Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 3.50 x 20 synergy¿ drug eluting stent, when removing the mandrel from the protector, it was noted to bent . Subsequently,when it was straighten, the hypotube snapped. The procedure was completed with another stent. The patient's status was fine.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 16mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 3.50 x 20 synergy¿ drug eluting stent, when removing the mandrel from the protector, it was noted to bent . Subsequently,when it was straighten, the hypotube snapped. The procedure was completed with another stent. The patient's status was fine.